Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was repositioned on (B)(6) 2017 due to lead dislodgement. The patient was stable during and after the procedure.